Manufacturer narrative:
No patient information provided after phone calls to customer 07/31/2020, 08/05/2020, and 08/07/2020. The customer declined ge service. No repair information available.

Event description:
The hospital reported a leak greater than 4.5 lpm resulting in the loss of all ventilation modes. There was no report of patient injury.